Event description:
It was reported that there were shell irregularities with a 400cc mentor memorygel breast implant intraoperatively. There were notable scratches upon opening the device and it was not used. There were no known patient consequences.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022 mentor became aware that it erroneously omitted the initial reported country code (e1) from the initial report submitted.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 6, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device determined a pair of scratches on the shell of the breast implant in the anterior view measuring approximately 8.5 cm and 9.0 cm, respectively. In addition, the implant was received outside of its original package. A leak test was performed in accordance with mentor procedures, and no leak sites were detected. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).